Event description:
It was reported when using the bd preset¿ syringe with attached needle customer noticed that there is no anticoagulant in the blood collection device. The following information was provided by the initial reporter. The customer stated: disposable arterial blood sampling device was used to collect blood from patients for blood gas analysis and testing. Check the blood collection device before operation and find that there is no anticoagulant in the blood collection device, so it cannot be used. If the blood collection device is not used, replace it with a new one, and report adverse events.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing anti-coagulant as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing anti-coagulant. H3 other text : see h.10.